Manufacturer narrative:
A partial lead with the distal tip measuring 38 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that during an unrelated procedure, the right atrial lead dislodged. The lead was explanted and replaced. The patient's condition was stable.